Manufacturer narrative:
Pump received with the operating currents within spec. And passed the self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the dat test at 0.08730 inches. The drive support disk was inspected and no damage or anomaly noted. Pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window.

Event description:
A nurse reported via phone call that the customer was currently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the incident was over 600 mg/dl. Customer was wearing the insulin pump at the time of the incident. During troubleshooting, the nurse reported that the insulin pump's drive support cap was protruding. Blood glucose level at the time of the call was 236 mg/dl. The insulin pump was replaced and returned for analysis.